Event description:
No further event information available at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional evaluations of the returned product found it to exhibit signs of repeated use (nicked or gouged). It is fractured on the medial side of the post. Not all pieces have been returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. A corrective action was previously initiated to further evaluate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure, the tasp fractured during trialing. There was no surgical delay nor patient impact. It was reported that no further information is available.